Event description:
It was reported that via (B)(4), the left ventricular lead exhibited impedance below the lower limit. When the patient reported to the clinic, impedance measured 660 ohms. The lead will be monitored closely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.